Event description:
A report was received that the patients leads tails buckled and some contact were broke. High impedances were noted on the leads.

Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients leads tails buckled and some contact were broken. High impedances were noted on the leads.